Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 99% stenotic lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending artery (lad). The physician used a non bsc floppy guide wire to cross the lesion and performed pre-ivus with a non bsc imaging catheter. Next, a non bsc uncoated guide wire was advanced to the lad first diagonal as a protection wire and the lad main branch was predilated with a 2.3 x 15mm non bsc balloon. The physician then deployed a 3.0x28mm and a 3x20mm promus element stent in the proximal lad by overlapping the stents. Each stent was deployed at 12atms for 20 seconds. When the physician attempted to withdraw the non-bsc guide wire, a 20mm portion of the wire was ''jailed, trapped" on the lesion. The non-bsc guiding catheter became "deep engaged" and moved distally. The physician then performed an angiography which revealed foreshortening of the 3.0x28mm stent by 3 or 4mm. The physician dilated the foreshortened stent with the pre-dilatation balloon to complete the procedure. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).